Event description:
It was noted that during an in-clinic follow-up, the right ventricular (rv) lead exhibited lack of slack. While attempting to reposition the rv lead, it was noted that the helix exhibited failure to extend. The rv lead was explanted and replaced. The patient was discharged.